Event description:
Country of complaint: (B)(6). Loosening of the locking ring of the screw. Three occurrences referenced, with screws left in the patient. Locking ring(s) is retained in patient.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: due to the circumstances that no product is available a conclusion and root cause could not be determined. We assume the failure is most probably user related. Rational: without further knowledge and circumstances, we assume that the mentioned screws were positioned and or driven at the wrong angle. As a consequence the locking ring was levered because only one or two pedals pressed in an unusual way with high forces against the locking ring. This is the basic cause in ring loosening cases like this. No CAPA is necessary.